Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, undersensing was noted on the device. An upgrade to the device sensing firmware is anticipated to be performed, however, no intervention has been implemented at this time. The patient was in stable condition and the patient will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.